Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, fse found the sample loader x1 flag was in the wrong position. Fse realigned the home flag and ran rack rotation test in the maintenance function. Fse validated the analyzer by successfully performing quality control run without error and within specification. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number (B)(4), was installed on (B)(6) 2022. A complaint and service history review for similar complaints was performed from installation date (B)(6) 2022 through aware date (B)(6) 2022. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section12: error messages states the following: (2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to the misalignment of the loader x1 home sensor.

Event description:
A customer reported error message ¿2300 s. Loader step feed failure¿ on the aia-900 analyzer, the analyzer is down. The customer rebooted the analyzer and the error persists. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number 11630907, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.